Event description:
It was reported that following an atherectomy at the left anterior descending/left circumflex bifurcation, the EKG showed st elevation, and angiography demonstrated thrombus in the posterolateral artery. A stent was implanted in the "pla" and the occlusion was reduced from 99% to 0%. Upon removal of the gto, visual inspection revealed a small pinhole in the proximal balloon.